Event description:
Hcp says the markers say, and the rate of the? Is slower than the lower rate of the device. Discussed sounds like the atrial lead is oversensing the qrs complex. Hcp programmed to 0.5 mv and the qrs was no longer being sensed. Oversensing was noted when patient crossed her arm over her chest. The oversensing improved with a sensitivity of 1.4 mv. Hcp decided this was the best option. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).